Event description:
It was reported that this other manufactures device and this right ventricular (rv) lead had a gradual increase in shock lead impedances ranging from 75 ohms to 140 ohms. This other manufacturers device and rv lead remains in service. No adverse patient effects were reported.